Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis during impella support. The position of the pump was evaluated by echo and no issues were noted. Pfhg measurements were not provided. The patient was administered haptoglobin to resolve the hemolysis. The was improvement in effluent from dialysis treatment; however, there was no improvement in hb reduction. No further information was provided.